Event description:
According to the reporter: jaws of device/toggles stuck and would not freely pass. No patient harm. New product was pulled and worked successfully. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. Additional information requested via email.

Manufacturer narrative:
(B)(4).